Event description:
Reporter indicated that device diagnostic testing resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. It was also reported that the magnet is no longer effective in aborting the pt's seizures. Device diagnostic testing performed approximately 2 months prior was within normal limits, indicating that the device was functioning properly at that time. Further follow-up revealed that the pt underwent lead replacement surgery. During the surgery, it was noted that the lead was extremely twisted in the generator pocket. Surgeon successfully implanted a new bipolar lead and connected it to the existing pulse generator. Intraoperative device diagnostic testing was within normal limits, indicating that the device is functioning properly. Review of x-rays taken prior to the lead replacement surgery identified that there were no visible tie-downs; no other anomalies were seen.